Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) , study ID (B)(6), sub event 0. It was reported that, there was loose pedicle screw. Left l5 screw looks slightly loose on computed tomography incidental finding, patient is asymptomatic. There was no plan to perform revision surgery. Index procedure performed was transforaminal lumbar interbody fusion. Patient remains asymptomatic. There were no patient symptoms reported. There were no further complications reported regarding the event.